Event description:
An isolated "ors" (suden onset, rate stability and sustained high rate) annotation was in the midst of tach 1 intervals on device realtime iegm (intra electracardiac electrogram).

Manufacturer narrative:
An investigation was performed and the event could not be duplicated.